Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the external monitor was not recognized by the hugo system, despite the team following all the necessary steps. The team connected the external monitor to the tower's dvi output before attaching the tower's three power cables and turning it on. Additionally, they ensured the external monitor was turned on and set to the correct source when powering on the tower. However, despite meeting all these conditions, to resolve the issue the process still required 10 minutes of power-up time, 10 minutes of power-down time, and an additional 10 minutes of power-up time, resulting in a total loss of 30 minutes for an external monitor with an output validated by medtronic, after turning off the robot, unplugging the cables, reconnecting the dvi cable and network cable. The team suggested that this issue could be resolved if hugo's tower featured a plug-and-play system to detect the monitor at any time, along with a larger operating room team interface (orti) display. There was no patient injury.

Manufacturer narrative:
H2) correction: b5, d1 h3) evaluation summary: medtronic led an evaluation of the associated device logs for the tower 240v. Evaluation of the logs did not show any specific issues with the system or tower. Issues with the external monitor are not tracked in the logs. Evaluation of the tower 240v noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the external monitor was not recognized by the hugo system, despite the team following all necessary steps. The team connected the external monitor to the tower's digital visual interface (dvi) output before attaching the tower's three power cables and turning it on. Additionally, they ensured the external monitor was turned on and set to the correct source when powering on the tower. However, despite meeting all these conditions, to resolve the issue the process still required ten minutes of power-up time, ten minutes of power-down time, and an additional ten minutes of power-up time, resulting in a total loss of thirty minutes for an external monitor with an output validated by medtronic after turning off the robot, unplugging the cables, reconnecting the dvi cable and network cable. The team suggested that this issue could be resolved if hugo's tower featured a plug-and-play system to detect the monitor at any time, along with a larger operating room team interface (orti) display. There was no patient injury.